Event description:
Pt reports one of her pumps (B)(4) is malfunctioning on (B)(6) 2016, she got an error that the battery was low while she was using the pump. She changed the battery and then got another error stating 'system fault' and she could not get the pump to work again. Pump will be replaced and pt will return malfunctioning pump for investigation. Pt did not report if any clinical injury occurred. No other info provided. Dose or amount: 30.5 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to current.